Manufacturer narrative:
(B)(4).

Event description:
The pt had medtronic and boston scientific implantable neurostimulator devices implanted. The pt reported having difficulty recharging. The pt was seen by a field rep. The recharger was interrogated. The results did not match what the pt reported. The pt did not have many attempts and did not attempt to recharge for longer than 30 minutes each time. However, the pt was on active military duty. The location of the implantable neurostimulator interfered where he rested his gun. The hcp planned to move the implantable neurostimulator from the subclavian area to his abdomen. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.